Event description:
It was reported that the patient presented in clinic with noise on the atrial lead. The lead was successfully explanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.